Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The delivery system was returned and evaluated. The front tip was returned separated from the inner core due to polyimide material tensile failure. This damage appears to have occurred due to excessive force applied to retract the inner core of the catheter during removal. Percutaneous use of device is considered off-label per instructions for use.

Event description:
Patient presented in the emergency room symptomatic, physician elected to perform an emergent percutaneous endovascular repair of the aneurysm (off label). After successful deployment of a bifurcated device and an aortic extension the physician deployed a limb extension. The physician then had the resident retract the inner core; the resident did not fully depress the release button initially. When the resident fully depressed the release button the delivery system advanced quickly and the inner core retracted simultaneously. The resident then attempted to return the delivery system to the correct placement; these movements caused the limb extension to move distally. The proximal end of the limb extension had disconnected from the limb of the bifurcated device and the distal end of the limb extension was now in a portion of the iliac artery that measured approximately 7mm in diameter. The resident was instructed to advance the inner core then slightly retract the delivery system this allowed the inner core to retract slightly without moving the limb extension further. The resident was unable to fully retract the inner core. An angiographic image revealed the radiopaque tip of the inner core was just proximal to the introducer sheath. The physician then elected to extend the cut down to gain hemostatic control of the vessel if necessary. The resident continued to pull on the inner core, while pulling it appeared the sheath was crumpling slightly. After some slight manipulations the resident was able to fully retract the inner core. When the delivery system was removed from the afx introducer system it was noted the tip of the delivery system had broken off and remained in the patient. The physician removed the afx introducer system and removed the tip with a hemostat. The physician then attempted advance a second afx introducer system but could not advance past the distal end of the limb extension. The physician elected to bridge the gap between the bifurcated device and the limb extension with a cook limb extension. The cook extension was successfully implanted and the procedure was completed without further complication. The patient was reported to have tolerated the procedure well. The limb extension delivery system is being returned for evaluation. Due to the emergent nature of the case no procedure planning sheet is available.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.